Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent premature deployment occurred outside the body. During preparation of a 2.75 x 16 synergy ii drug-eluting stent, it was noted that the distal and both proximal cones of the balloon were a little puffy as if it was partially inflated. It was also noted that a guide wire could not be inserted. The device did not enter the patient's body. The procedure was completed with another 3.0 x 12 synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) of the mid section was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The review of the associated batch records for this device showed; the maximum crimped stent profile. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there are no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. There was no resistance met or issue tracking the device over a guidewire. The bumper tip of the device showed signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent premature deployment occurred outside the body. During preparation of a 2.75 x 16 synergy ii drug-eluting stent, it was noted that the distal and both proximal cones of the balloon were ¿a little puffy¿ as if it was partially inflated. It was also noted that a guide wire could not be inserted. The device did not enter the patient's body. The procedure was completed with another 3.0 x 12 synergy ii stent. No patient complications were reported.